Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line fully circumferential around the target tissue? What was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during an open lower anterior resection procedure a leak occurred after the device was fired. The donuts were complete and a crunch was heard when the device was fired. There were no issues removing the device. It was reported that the surgeon did need a lot of force to fire the device. Oversewing was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the colostomy created because of the issue allegedly caused by the circular stapler or because of the surgeon¿s normal routine? The colostomy was created because the anastomosis failed the leak test. Were there any issues with staple formation intraoperatively? Unknown what was the experience of the healthcare provider who fired the device? Very experienced surgeon. Not experienced with ethicon staplers. I was present during the firing of the device. Was a leak test performed after the procedure? If so, what were the results? The leak test failed. Has the closure of the colostomy been scheduled? It had not been performed as of 2 weeks ago. I do not know if it has been scheduled. What is the current patient status? Unknown.

Manufacturer narrative:
(B)(4). The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was obtained: originally reported that the over sewing was used to complete the procedure. The rep stated that after speaking to the surgeon today the surgeon performed a temporary colostomy to complete the procedure and a future operation is required.